Manufacturer narrative:
(B)(4). The product has been requested multiple times and a shipping label was provided. A follow-up report will be submitted if further information is obtained.

Event description:
Unasyn back flowed into primary bag in hemonc/bmt unit. The infusion was to run over 1 hour and infused in 20 minutes. Set model number and lot number not identified. No patient harm reported. No additional clinical information available when requested.